Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from may 5, 2020 - may 6, 2020. H10: the actual device was received for evaluation containing approximately 50 ml of fluid in the bladder. The device was received with a white connector attached at the fillport. The connector is a non-baxter product. A visual inspection was performed using the naked eye found fluid inside the bag that contained cracks on the fillport. Functional leak testing was performed and a leak was observed coming out of the cracks on the fillport. The reported condition was verified. The cause of the condition is unknown; however, the cause potentially was due to excess force applied directly onto the fillport during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked near the fill port during filling. There was no patient involvement. No additional information is available.